Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that the patient was hospitalized on (B)(6) 2025 due to low blood glucose levels. The patient experienced loss of consciousness due to hypoglycemic events. The blood glucose was low upto 0.7 mg/dl. The patient was treated by providing glucagon by paramedics and via insulin pump in the hospital. The patient was in the hospital for six hours. No further information available.